Event description:
Sometime in may/june 2001, the implanting surgeon performed surgery to clean the infected area. Approximately two weeks after surgery the patient returned to the implant center for a follow-up evaluation. At that time it was noted that although the surgical site appeared to be healing. However, the infection returned and the decision was made to explant the device. The device was explanted in 2001. A culture was sent to pathology but no conclusions were made. The etiology is unknown.